Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-aug-2018 with the following findings: during investigation, there is a display lens leak. There was evidence of moisture corrosion in the battery compartment. The battery cap was hard to remove and insert due to the stripped battery cap threads.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged the battery cap was unable to be removed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.